Manufacturer narrative:
Product analysis of product # 436120d; lot # ca18j068 analysis summary: visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged and broken. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage but unable to open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional via manufacturer representative regarding an event happened during intra-op for a patient undergoing vertebral body replacement. It was reported that, the implant could not be expanded in situ. It was mentioned as surgeon was not able to insert the implant. There was no additional surgery or treatment performed to patient as a result of this event. The reported product came in contact with the patient. It was mentioned that, there was a delay in procedure round about 120 minutes. The status of the product was mentioned as ¿never ¿ implanted¿. There were no patient symptoms reported as a result of this event. There were no further complications to patient or physician were reported or anticipated.